Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The DHR for lot 26413 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: was the medication that was given over the counter? No. Was the medication that was given prescription based? Yes.

Event description:
It was reported via clinical trial patient experience, dysphagia. The event was not related to the study device.